Event description:
The ventilator was operating on internal battery and it shut down immediately after low battery alarm. Time between low battery and shutdown was not sufficient as a warning. No adverse effect on pt was reported.